Event description:
A customer reported an altitude alarm issue with their insulin pump. Their blood glucose levels remained between 54-500mg/dl (3.0-27.7 mmol/l); however, no specific value was provided, indicating no adverse impact. The customer had previously experienced the same issue and was instructed to use multiple daily injections (mdi) as backup therapy. Technical support confirmed the shipping address and instructed the customer on putting the pump into storage mode before returning it. A replacement pump was arranged, and the customer was informed to return the malfunctioning pump using a pre-paid label within 10 days.